Event description:
A patient had a cemented preservation meniscal bearing with no immediate post op problems. Patient returned to work at 6 weeks; but at 3 months had swelling. At 6 months had collapse of tibial plateau. Patient was revised to a total knee replacement. 1.5cm of subsidence was discovered.